Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version 3.1.6. Cloud - operating system n5004l-am-q-mv01602-06-01.06. Cloud - hardware n5004l. Cloud - cgm sensor type data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2026 for a suicide attempt. The patient had attempted to use the omnipod to give themselves too much insulin to cause self-harm. It was unspecified how much insulin the patient attempted to deliver. The patient¿s blood glucose decreased to 50 mg/dl. The patient¿s mother had been monitoring her blood glucose remotely through the continuous glucose monitor application and noticed it was low so contacted the school nurse. The school nurse gave the patients some carbohydrates and the patient was taken to the hospital where the pod was removed and the patient was admitted. The patient was still admitted to the hospital at the time of the call and anticipated to be discharged on (B)(6) 2026.